Event description:
No further event information available at the time of this report.

Manufacturer narrative:
D4 (UDI) : (B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product/provided pictures identified that the dovetail feature exhibits damage (nicked or gouged) and is slightly flared that would prevent it from seating. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty, the tibial bearing would not properly lock into the tibial tray. Another bearing was opened and used to complete the procedure. No additional patient consequences were reported.